Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, pump was dropped. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. There was no adverse impact to the customer¿s blood glucose level.